Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that within 2 months of an intraocular lens (iol) implant procedure, the iol was exchanged with another iol. The clinical reason provided was "incorrect power". Additional information was provided by the nurse, who reported that the iol was exchanged for a different lens model and a difference of half a diopter.